Event description:
It was reported that three of the catheters in this batch were connected with mz connectors. When withdrawing the blood to judge if the catheter was inserted successfully, bubbles were generated in the syringe consecutively. Despite replacement of the mz connectors or heparin cap and the syringes, the problem above still occurred. After comparison the connector of the piccs in this batch with that of the previous catheters, the customer found that the connector of this batch is smaller than that of the previous catheter. This report addresses the third device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed forty-seven other similar product complaint(s) from this lot number.